Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to motion sensor test failure alarm. No pump error 60 alarm noted. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer's blood glucose level was 200 mg/dl. The displacement test failed because the insulin pump continued to alarm motion sensor test failure. The customer was unable to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.